Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under the microscope revealed surface residuals (fiber/particles) on the lens. The lens was observed with ovd (ophthalmic viscosurgical device) residues which indicate that the unit was handled and prepared for surgical use. Also, the lens was observed with one of the haptic slightly distorted. The lens condition is consistent with a lens that was handled and was removed and replaced from the patient's eye. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the lens would not sit in the eye how the doctor wanted it to. The lens was removed within the same procedure whereby there was an incision enlargement and another lens was used using another model lens (model l122uv 18.5 diopter). A suture was used. No patient injury was reported.

Manufacturer narrative:
(B)(4) - enlarged incision. Improper fit; lens would not sit in eye how doctor wanted it to. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.